Event description:
Multiple cardiac surgery and ECMO hosps in (B)(6) and (B)(6) experiencing serious product issues with heater /cooling units reliability and quality manufactured by cardioquip llc. I travel to many hosps in these states and have heard and seen the cardioquip llc mch-1000 device pulled from treatment rooms due to devices inability to rewarm pts on cardiopulmonary bypass. Most hosps reporting the same issues with the mch-1000 devices. The inability for the device to properly perform may lead to extended times pts need to remain on cpb to be returned to normal body temperature. I reviewed the maude database and only found four old cardioquip complaints. As I understand, a MFR is required under FDA regulation to self report complaints received from hosp on devices failure / compliance. FDA safety report ID# (B)(4).